Event description:
It was reported, episodes of far field r wave oversensing resulting in inappropriate mode switching were observed on the device. Reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.